Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for three (3) unknown 2.7mm cortex screws. Possibly 2.0 mm cortex screws with t6 stardrive recess 26mm, part # 401.375.97. Date device received by manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. With the shaft diameter measurements taken during investigation the following were identified as the possible part numbers: 2.0 mm cortex screws with t6 stardrive recess xx mm (possible part # 401.xxx). 2.7 mm cortex screw with t8 stardrive recess 26mm (possible part # 202.884). 2.4 mm cortex screw with t8 stardrive recess 26mm (possible part # 201.776). Complaint condition: it was reported that a patient underwent an ex-fix removal of a left tibia and the surgeon inserted an intramedullary (im) nail to the left tibia on (B)(6) 2018. After the nail was inserted, a locking compression (lcp) plate was implanted to provide additional stabilization to the fracture. The surgeon inserted three cortex screws into the plate using a power drill, and then attempted to remove the screws to re-position the plate. As he removed the screws, two of the screw heads broke off, and the third broke off as he was trying to tighten the screws back down. He was able to retrieve all three screw heads but was only able to retrieve two screw shafts using the screw removal set. One shaft remained and was left in the tibia of the patient. There was a reported surgical delay of thirty (30) minutes. Additional x-rays were required, and some bone had to be removed to get down to the screws during removal. It was noted that the surgeon did not think that the screws hit the nail, causing them to break. The procedure was completed successfully with the patient in stable condition. Investigation flow: broken. Device condition: the returned screws (3 in quantity) were visually examined, and the screws broken at its shaft portions were confirmed. While both the broken screw shafts and its heads were returned on two of the screws, only a proximal tip portion of broken screw shaft at and a broken screw head was returned on the third screw. All three screw exhibits same mode of failure: breakage at its threaded shafts. No new issues were identified. The complaint condition agrees with the returned screw conditions and therefore the complaint condition was confirmed. Dimensional analysis and document/specification review: upon visual examination and based off the type of the screw and shaft dimensions, relevant drawings for the returned screws were reviewed and no design issues were identified. The given screws shafts measured the dimensions as following: the portion of broken tip shaft on one screw measured 2 mm (ca-814) which falls within the max shaft diameter of 2mm per drawings. The broken shaft on one screw measured 2.41 mm (ca-814) which falls within the max shaft diameter of 2.45 mm per drawings. The portion of broken tip shaft on one screw measured 2.71 mm (ca-814) were obtained which falls within the max shaft diameter of 2.75 mm per drawings. Review of the device history record was not able to be performed at customer quality as the lot number of the given screws are unknown. However, visual inspection performed under 5x magnification on the broken portions showed no indications of material inconsistencies which could have contributed to complaint condition. Furthermore, the risk document review performed during investigation showed that the windchill risk document 0000258020 revision a.49 completely addresses the given complaint condition (see action: a-1345533). No definitive root cause was able to be determined with the available information. However, per complaint description it was observed that the screws were removed for plate re-positioning and re-insertion. Therefore, any possible off-axis screwing during initial use followed by unintended excessive torque during removal attempts could have contributed to complaint condition. Conclusion: this complaint confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that there was no complaint against the external fixator. It was a planned temporary fixation with a planned removal before the definitive fixation. There was not an issue with the external fixator.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This patient information is not available for reporting. This report is for three (3) unknown 2.7mm cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510-k number is unknown. Devices broke intra-operatively and was not fully implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an ex-fix removal of a left tibia and the surgeon inserted an intramedullary (im) nail to the left tibia on (B)(6) 2018. After the nail was inserted, a locking compression (lcp) plate was implanted to provide additional stabilization to the fracture. The surgeon inserted three cortex screws into the plate using a power drill, and then attempted to remove the screws to re-position the plate. As he removed the screws, two of the screw heads broke off, and the third broke off as he was trying to tighten the screws back down. He was able to retrieve all three screw heads but was only able to retrieve two screw shafts using the screw removal set. One shaft remained and was left in the tibia of the patient. There was a reported surgical delay of thirty (30) minutes. Additional x-rays were required, and some bone had to be removed to get down to the screws during removal. It was noted that the surgeon did not think that the screws hit the nail, causing them to break. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: unknown 2.7 mm lcp plate ( part#-unknown, lot#-unknown, quantity-1), unknown power drill ( part#-unknown, lot#-unknown, quantity-1). Unknown intramedullary nail (part#-unknown, lot#-unknown, quantity-1). This report is for three (3) unknown 2.7mm cortex screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the ex-fix was removed for definitive fixation.